Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: ilxc151585, abdominal sent graft; implant: (B)(6) 2007. Model: bfxc2615135, abdominal sent graft; implant: (B)(6) 2007, model: ilxc1515115, abdominal sent graft; implant: (B)(6) 2007. Model: iexc151555, abdominal sent graft; implant: (B)(6) 2007. (B)(4).

Event description:
It was reported that a patient enrolled in the (B)(6) study was experiencing phrenic nerve stimulation due to their left ventricular (lv) lead. A reprogramming intervention was completed and the lead remains in use. No patient complications have been reported as a result of this event.